Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 10/14/2015. The fse replaced the wash probe. There was no further action required by field service. The most probable cause of the reported event was b/f wash unit a mechanical failure.

Event description:
On (B)(6) 2015, a customer reported that the wash probe tip was removed for cleaning and couldn't be reattached on the their aia 1800 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.